Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Package insert reviewed. Product not returned.

Event description:
Allegedly spontaneous rupture without adequate trauma.